Event description:
Pt on morphine infusion suddenly became overly sedated, requiring naloxone to reverse. Nurse attempted to "test" pump and claims pump was delivering at a rate faster than the programmed 0.4 ml/hr. When returned to rptr, he attempted to measure output but pump registered "malfunction" command before pumping began.